Event description:
Rptr stated she has received the er1 message in the past. Rptr did not compare teststrip color to the color chart. Rptr assumed it was "something I was doing wrong". Rptr was too busy to review technique at this time.